Event description:
Per the clinic, the patient experienced a lack of auditory benefit with device use, and the issue could not be resolved. A CT scan (date not reported) indicated extracochlear device placement. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.